Event description:
The patient's mom/reporter indicated that the patient's blood glucose went down to 39 mg/dl and had to be treated with apple juice on (B)(6) 2011. Reportedly, the animas pump had multiple loss of prime from 7:39 am to 12:03 pm on the day of concern. Instead of disconnecting to prime the animas pump, the school personnel primed while patient was still attached. On the day of concern at 7:39 am, 9:03 am, 9:09 am, 9:38 am, 10:42 am, 11:43 am, and 12:03 pm, the animas pump was primed with 0.8, 0.6, 2.3, 1.2, 0.6, and 1.4 units of insulin while the patient was still attached. The reporter has provided the school personnel instruction on how to prime and reinforced the need to disconnect when priming. The animas representative has instructed the reporter to switch out the cartridge as needed and to call animas if there is any unresolved alarms. This complaint is being reported due to use error and because the patient reportedly had hypoglycemia and receive medical intervention while on pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Please note the reporter was unable to provide the type of pump the patient was using. (B)(6).